Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic via merlin.net transmission. Upon interrogation, the right ventricular lead exhibited loss of capture and oversensing. During lead revision, fluoroscopy revealed that the lead had dislodged. The lead was repositioned. The patient was doing fine.